Event description:
It was reported that the 9800 system had an interlock failure error message. Also the cooling fan was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The f1 and f2 fuses were replaced, during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)